Event description:
The patient reported being shocked when using one of their transmitter assemblies. The patient declined to meet to change the programs on the transmitter assembly. However, they are not experiencing the shocking sensations with their other transmitter assembly and they are getting great relief. No further issues have been reported.

Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, the patient experiencing the unintended stimulation/new pain in a new area that is not targeted for therapy has been ruled out. Additionally, the patient having contraindicating conditions, and the device being implanted off-label have been ruled out. The transmitter assembly associated with the complaint was returned for investigation. The investigation was unable to replicate the alleged issue. Although the investigation did not replicate the alleged issue, the investigation found battery failure. After fully charging the battery, the unit operated for 6 hours and 40 minutes on the active setting at maximum power index. The stimulator is used to treat pain. The cause of the shocking sensation is unknown. Although the cause of the reported issue is unknown, battery failure was identified as after fully charging the battery, the unit operated for 6 hours and 40 minutes on the active setting at maximum power index (failure). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended.